Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, valve malposition and regurgitation are potential adverse events associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, it appears that the loss of pacing capture during deployment of the sapien valve led to the valve being implanted in an 80:20 aortic position and the subsequent pvl. The post dilation attempt to mitigate the pvl likely contributed to the central ai. The cai and pvl were mitigated by the implantation of a second sapien valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the edwards field representative, a 26mm sapien valve was implanted 80:20 aortic. Post deployment tee revealed moderate paravalvular leak (pvl). The decision was made to post dilate using the rf3 delivery system and adding 1 cc of fluid. After post dilatation, tee revealed a mild improvement to the pvl; however, there was now moderate central leak. Therefore, the decision was made to place a second sapien valve slightly more ventricular. After the deployment of the second sapien valve, the central leak was resolved, with mild pvl remaining. Additional investigation revealed the following: the native annular diameter was 24-25mm by tee. The native aortic valve was moderately calcified and the mitral valve was mildly calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were described as good. Prior to deployment, the sapien valve was positioned 50:50 across the native aortic annulus. During valve deployment, ventilation was held and balloon inflation was held for three or more seconds. However, pacing capture was lost during valve deployment. Per report, the perceived cause of the 80:20 aortic implantation of the valve was that the patient's blood pressure did not drop low enough due to the loss of pacing capture.